Manufacturer narrative:
An ocd field engineer (fe) visited the site. A possible root cause was determined. The probe was bent leading to a break in the fluidics system and loss of vacuum/pressure which may have resulted in probe drip. Information was not provided regarding possible result codes intended to prevent erroneous results from being reported. The operator detected the issue, preventing the possibility of erroneous results from being reported. Instrument malfunction could not be ruled out. A complaint review incident has not recurred at the site post service.

Event description:
The customer reported that the probe on the ortho provue analyzer crashed and leaked into the reagent red cells vials causing contamination. Probe drip may lead to dilution of sample/ reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported as a result of this incident.